Event description:
Patient reported, right side "concern is with the allergan implants. You see, mine are textured". Later reported, "sharp, sudden pain on the right side of my chest and my ribs on the same side have become swollen. Given the symptoms, I am extremely, concerned that my right implant may have ruptured". Patient later reported, "few serious ripplings in the implant's shell. With the peri-implant fluid collection" and "few reactive-looking lymph nodes in the axilla" via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿reactive-looking lymph nodes¿, "peri-implant fluid collection".